Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter was displaying an error 5 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on the same day he contacted lfs for assistance at approximately 11:35am. The patient reportedly manages his diabetes with 6.7 units of humalog insulin and did not make any changes to his usual diabetes management routine in response to the alleged issue. He claimed that approximately 5 minutes after the issue occurred, he developed symptoms of feeling ¿shaky¿ and self treated with food/drink at approximately 12:10pm that day. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject device was being used for the first time. The subject test strips were in good condition and the issue was resolved by retesting over the phone. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient claims he was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.